Event description:
The reporter alleged that the patient underwent a vitrectomy procedure and the procedure failed. The patient had to undergo additional procedures and treatment, and has been left with permanently decreased vision. Additional information was received on 08/18/2008 from the hospital attorney. The patient is a radiologist who initially presented with a retinal detachment. The facility used a vitrectomy machine from alcon that was first received 10-12 years ago. He was unsure of any details related to the machine. He reported that during the procedure "a light bulb burned out" causing a slight delay, and the eye lost pressure during the gas/fluid exchange. The system was out of warranty and "beyond it's service contract". The surgeon reported that there was nothing wrong with the system and the same system was used throughout the same surgery day. A few days after the procedure, the patient was noticing visual changes and went to another surgeon as he was in a different city. During this assessment, a torn retina was found and the bubble was gone. During a deposition with the first surgeon, he reported that the reaction of the eye was consistent with kinking of the tubing lines and not a function of the system itself.

Manufacturer narrative:
This incident was not reported to alcon at the time of the event. The root cause of the patient event cannot be determined in this investigation. This report was mailed to FDA on 08/27/2008.